Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (hitt and complications, including femoral vein dvt, stroke, respiratory failure, acute kidney injury, pea arrest, and patient outcome) could not be conclusively determined through this evaluation. A direct correlation between the reported events and heartmate 3 lvas could not be conclusively established through this evaluation. Heartmate 3 lvas was not explanted for evaluation. The hm3 lvas IFU provides information regarding anticoagulation, including the recommended inr range. The IFU also lists peripheral thromboembolic events, stroke, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Thromboembolism is also listed as a potential late postimplant complication. It should be noted that the center reported these adverse events as complications from the hitt (heparin-induced thrombocytopenia and thrombosis). The heartmate 3 lvas IFU (document #100169835, rev. A) is currently available. Section 1 of this IFU states that the heartmate 3 left ventricular assist system is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. Section 6 "patient care and management" provides information regarding anticoagulation, including the recommended inr range. Section 1 of this IFU also lists peripheral thromboembolic events, stroke, respiratory failure, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Thromboembolism is also listed as a potential late postimplant complication in section 6 "patient care and management". It should be noted that the center reported these adverse events as complications from the hitt (heparin-induced thrombocytopenia and thrombosis). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient received heparin during surgery as a part of normal practice to avoid device thrombus. Due to the therapy with heparin, the patient developed hitt (heparin induced thrombocytopenia), postoperatively and suffered a number of complications including a devastating stroke. The event that led to his arrest and death was possibly the aspiration of gastric contents. The patient had acute respiratory failure with hypoxia and cardiogenic shock. The lvad did not have any malfunction and there was no concern for development of pump thrombosis. Pump will not be returned. No further information was provided.

Event description:
Patient developed deep vein thrombosis in femoral vein and acute kidney injury.